Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Leakage on catheter. Line placed on (B)(6) 2021 @ 1430.

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.